Event description:
It was reported by a customer complaint that the pt was hospitalized in 2008 due to an incident of hyperglycemia. The reporter woke up ill on the same day. They tested his blood glucose with his insulin infusion pump with blood glucose monitor; he tested at 54 mg/dl. They tested several more times with this device and each test read in the 50's. They tested his blood glucose with his backup abbott freestyle meter and it also read in the 50's multiple times. The patient did not improve and later that same day was brought to the ER. Upon admission her blood sugar was >700. The patient was treated with IV fluids and insulin. They did not receive any alarms or alerts on the pump. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.